Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. (B)(4).

Event description:
A facility representative reported a patient with an unexpected outcome after having preloaded intraocular lens (iol) implant. Additional information was received reporting the patient lost 2 lines of their best corrected visual acuity.